Event description:
Report rec'd from the USA stating that the attachment "will not secure to motor". The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the complaint of "will not secure to motor" was not confirmed after the attachment was evaluated on the motor returned from customer and test motors. While the attachment was found to secure the motor without issues, the short attachment was found to have worn / damaged bearings and causes excessive vibration when under test. If add'l info is rec'd, a supplemental report will be sent. (B)(4).